Manufacturer narrative:
(B)(4). Investigation of this event revealed that the most likely cause of the reported event can be attributed to the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. This is a known issue that was investigated under a CAPA. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was seen for a routine clinic visit and it was noted by the coordinators that the patient had two electrical faults in his alarm history. One on (B)(6) and one on (B)(6). Patient had no recollection of the event on (B)(6). Patient stated that he heard the alarm on (B)(6) and he then moved the driveline at the connection site and made sure it was tight and the alarm resolved. It was stated that the log files were sent. Clinical engineering noted that both alarms were coded 'sys_front_phase_c_open' and that the first exceptions started on (B)(6). A visual evaluation of the driveline and connector did not reveal any abnormalities, no cloudy wires were observed and the locking mechanism was working as intended. Alarms could not be reproduced with manipulation. The team recommends a driveline evaluation and cleaning and the patient would be brought back into the hospital on (B)(6). Clinical engineer and cs to be on site for evaluation and cleaning. Controller will be exchanged post-cleaning. On (B)(6) 2016 the manufacturer clinical engineer performed a driveline cleaning and controller exchange. Disconnection of the driveline from the controller revealed brown solid substance on the connector pins. Two rounds of cleaning were conducted with 30 seconds of pump off time each. The controller also showed contamination. No additional information available.